Event description:
The facility reported a colleague infusion pump with a manual tube release mechanism issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual tube release mechanism was neither confirmed nor reproduced during product evaluation. However, quality engineering has confirmed that the last failure code prior to device evaluation was failure code 570:320. The root cause of this failure code was assigned to use/user error. It is unknown if any repair was made in order to correct this condition. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for a similar problem. During previous service on (B)(4) 2010, the manual tube release knob was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.